Manufacturer narrative:
The device was evaluated on site. It was noted that everything was working fine and the output was normal. The customer complaint that the device coagulation function is not working was not confirmed. The service history for this device shows no abnormalities. The manufacture date is not known. This supplemental report is being submitted to provide the above information.

Manufacturer narrative:
There is correction to be made for the facility number and address. This supplemental report is being submitted to provide this information. Please see the updates in sections: g1-2 (establishment name, address, and telephone number), g4, g7, h2, and h10. The correct facility number for this device site is 3003790304.

Manufacturer narrative:
Due diligence is executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the coagulation function on the device was not working. The cut function was working. The device was inspected and there was no damage or abnormalities observed. No error code was experienced. There is no reported patient involvement. Post the issue, when the user biomed tested the device in tp2 mode, the output was intermittent. An error code 200 ref 92 for internal failure, electrode ID failure, was observed. The testing equipment include a variety of electrodes and various different hf cables.